Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited air/water cylinder and tube has foreign object, inside of light guide lens has foreign object, adhesive around light lens has foreign object and channel tube clogged . There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, the probable cause was found that reprocessing was not conducted/completed at the user facility, then the device was sent to olympus. Subsequently, foreign material remained at the distal end of biopsy channel, a/w-cylinder, a/w-channel, biopsy channel, and lg-lens glue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Additionally, stain (foreign material) in the light guide lens was confirmed; however, the type of the material that remained or root cause could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection methods are written in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.